Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error message 46440. There was unknown patient involvement.

Manufacturer narrative:
Corrected data: d4 UDI number. One device was returned for evaluation. Visual inspection revealed a scratched lcd lens. The event history log confirmed ¿system fault 46,440¿ occurred. Functional testing was unable to replicate the reported issue. The root cause was determined to be the dso sensor. The dso sensor, dso seal, and dso bezel were replaced. Service history review identified the device was serviced 12-mar-2024 at which time a faulty downstream occlusion (dso) seal was replaced.